Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the left anterior descending artery (lad). After a 3.00 x 24mm synergy ii drug-eluting stent was deployed at 10 atmospheres. Upon withdrawing the delivery system, contrast was injected. It was then noted that a descent size perforation at the proximal edge of the stent. The balloon was again inflated in attempt to cover the perforation but was unsuccessful. Subsequently, a 2.8x16 non bsc stent was deployed to treat the perforation. After multiple balloon inflations and protamine to reverse the heparin given, the perforation subsided. An echocardiogram was then performed and the procedure was completed. No further patient complications were reported and the patient was sent to ICU but remained stable.